Event description:
A discordant advia centaur cp estradiol-6 iii assay result was obtained on a patient sample. The initial result was questioned by the physician. Repeat testing was performed on the patient sample and the result was higher. A redraw patient sample was obtained and tested. The result was higher than the initial result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.

Manufacturer narrative:
The cause for the discordant estradiol-6 iii result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.